Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2019 and the mesh was implanted. During the procedure, the central part of the device was altered during installation: the surface layer has torn hinting at the internal frame. Another like device was used to complete the procedure.